Manufacturer narrative:
Analysis was performed on the returned device. The reported suture break was observed as a needle to cuff miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the observed needle to cuff miss and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B6 - relevant test/laboratory data: corrected from 07/2207/22/2024: femoral computed. Tomography - calcification present at access site to (B)(6) 2024: femoral computed. Tomography - calcification present at access site.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device after a cerebral aneurysm coil embolization interventional procedure using a 6f sheath. Reportedly, a suture break occurred when the plunger was removed. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.